Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by immage 800 immunochemistry system using immage system rheumatoid factor reagent, lot m008778. The results were not reported out of the laboratory. Repeat testing with reagent of different lot, m010863, produced lower results within the normal reference range. There was no change to patient treatment.

Manufacturer narrative:
The samples were serum, and no sample issues were noted. Using reagent lot m008778, the customer had many samples above the normal reference range and qc results were shifted up. Qc around 50 iu/ml had no problem, but no qc results are available around 20 iu/ml, the borderline of normal reference range, where erroneous results were observed. A small precision study performed by the customer produced acceptable results. The customer resolved the issue by changing the reagent lot. Service was not dispatched as this event appears to be reagent related. Root cause for this event is unknown.